Event description:
The customer reports the unit alarms co2 rebreathing risk while performing controls tests as part of periodic maintenance. There was no patient involvement. A remote service engineer advised the customer the flow sensor assembly may need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.